Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the pump was off by 4 minutes and the cause was not known. Tandem technical support assisted the customer with correcting the time. The customer's blood glucose (bg) was not impacted by the incorrect time.